Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 28 april 2017. The fse determined the wash probes purge failed. The engineer inspected the wash syringe and replaced the bush wash syringe seals as they were worn out. The aia-900was working as intended. No further action required by fse. The probable cause of the event was the wash bushings

Event description:
On (B)(6) 2017 a customer reported 2239 and 2240 bf probes, 1 and 2 purge failure and fsh and prl trending lower with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg, e2, fsh, lhii, prl and prog patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.